Manufacturer narrative:
The field service center had replaced the analog board to correct the reported problem. The analog board was returned to the manufacturer for evaluation where we verified the reported problem during bench testing. The analog board failed the calibration procedure. The analog board air pressure transducer was out of spec on the board.

Event description:
It was reported that the ventilator was not connected to a patient when the reported problem was identified. During testing, the ventilator displayed 10cmh2o with no pressure applied.

Manufacturer narrative:
The field service center replaced the analog board to correct the reported problem.

Event description:
It was reported that the airway pressure would not zero on the ventilator. The ventilator displayed 10 cmh2o with no pressure applied. It is unknown if the ventilator had an audible alarm or if it was connected to a patient when the reported problem occurred.